Event description:
It was reported through a research article that the patient presented in clinic with episode(s) of pacemaker mediated tachycardia (pmt). The pmt was diagnosed on holter with negative p waves. Programming changes were completed on the pulse generator device. Specific device and/or patient information are not made available in the article. Details are listed in the attached article, titled ¿endless loop tachycardia among patients with devices having advanced preventive algorithms: a case series and brief review." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).